Event description:
A customer contacted baxter's technical service center reporting a system error 2267 (air in set) during dwell 7 of 7 on the home choice (hc). The home patient (hp) had solution in the heater bag only. The registered nurse (rn) cycled the power. The rn would complete therapy with manual supplies and the alarm was cleared. During a follow up call with the registered nurse (rn) on (B)(6) 2012 regarding the system error 2267, she does not recall the event or the patient. No further information was given.

Manufacturer narrative:
(B)(4).the sample is not available. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2267 (air in set) during the dwell stage 7 of 7. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.